Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: when the physician tried to connect the manta device to the manta sheath, the manta device could not attach to the sheath, and the bypass tube jumped to the manta handle. Then the team decided to use another manta device.additional information received on 03-dec-2021: during the tavi procedure, there were no issues with advancing or withdrawing procedure sheaths. The entire manta sheath was removed, and the physician used a second manta device. There was no buckling or bending of the bypass tube. No resistance was felt when advancing the bypass tube. Current patient condition is reported as fine.

Manufacturer narrative:
The device was returned for investigation. An unused manta 14f ce unit was returned. The device returned was returned under a wrong label. No issues noted. Manta bypass passed without any issues. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. A second 18f ce manta device was opened and deployed without complication, and hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.